Manufacturer narrative:
The reported defective device is available for return to the manufacturer for a device evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the pt is stable and suffered no permanent harm or injury due to the event. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2013, a pt of unknown age and gender presented for an angiographic procedure. When opening the disposable device's sterile packaging while prepping for the procedure, it was noted the tip of the angiographic catheter had fractured off inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to this event as the device did not come into contact with the pt. It was reported the disposable device is available for return to the manufacturer for evaluation.